Event description:
One patient sample with discrepant calcium results. Initial result gave 11.0 mg/dl; repeat gave 9.4 mg/dl. Erroneous result was reported. The customer could not provide info to determine if any treatment was provided. The field service representative found the cause to be clot in the sample probe, and removed clot and cleaned probe. Performance tests were performed.